Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Patient did not receive therapy during the oversensing. Programming changes were made, decreasing ventricular sensitivity during follow up. No further information available.

Manufacturer narrative:
No programming changes were made. Should have been (B)(6). Nurse - as reporter.

Event description:
No programming changes were made.